Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. Device passed self test. No unexpected missing segment or partial display anomalies noted. No motor error alarm noted. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error once or twice. The customer¿s blood glucose level was unknown. The customer also reported that insulin pump screen had scratches on the screen that may affect ability to read. The device will not be returned for analysis.